Event description:
Patient controlled analgesia (pca) tubing primed with hydromorphone, when placing hydromorphone into pca machine, syringe fell and the tip of the syringe broke off. Tubing came apart from syringe.